Event description:
It was reported that on (B)(6) 2012, a 2.5x12 mm promus stent was implanted in the proximal right coronary artery (rca). On (B)(6) 2012, the patient presented with angina and dyspnea. Significant stenosis was seen in the ostial rca, proximal to the previous stent. Enzymes were elevated and the patient was diagnosed with a myocardial infarction. A 2.5x15 mm promus stent was successfully implanted in the ostium rca. There was no adverse patient sequela. On (B)(6) 2012, the patient was discharged on aspirin. On (B)(6) 2012, the patient experienced a productive, bloody cough (hemoptysis) and was hospitalized on (B)(6) 2012. Reportedly, the patient had been coughing for 2 weeks. The patient rapidly declined, experienced decreased oxygen saturation, respiratory failure and cardiac failure. The patient was intubated and advanced cardiac life support was initiated. Unfortunately resuscitation attempts were unsuccessful and the patient was pronounced dead on (B)(6) 2012. Cause of death was respiratory and cardiac failure secondary to hemoptysis of uncertain etiology. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of angina, death, dyspnea, myocardial infarction (mi), and restenosis, as listed in the instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.